Event description:
It was reported that the pump battery was unresponsive. There was no reported impact on the customer's blood glucose level. No further information was provided regarding the outcome of the event or any corrective actions that were taken.